Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of rv oversensing caused by far field atrial signals were observed. X-ray revealed lead dislodgement. The lead was explanted and replaced. The patient was stable post-procedure.